Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that per manufacturing representative it was found that the patient needed to recharge the implantable neurostimulator (ins).

Manufacturer narrative:
Note that information references the main component of the system and other applicable components are : product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger.

Event description:
It was reported that that the patient's stimulation was turning off. This occurred a few days prior to the report. The patient experienced a loss of therapeutic effect the day prior to the report. The patient noticed a return of leg pain, but her back pain had not returned yet. Basic functionally was reviewed. The patient began with 8 coupling bars, but the antenna was moved, which resulted in 2 bars. The patient was able to regain 5 bars by repositioning the antenna. The patient's battery was 1/8th full. The patient was instructed to recharge as long as possible. The patient noted that she and her mother were not given any information about the recharger or trained on its use. The cause of the event was determined and it was not device related. The patient needed to recharge her battery and the system returned to working status. The patient's device was programmed on (B)(6) 2014. The patient could recharge normally and was receiving effective therapy. The patient recovered without permanent impairment. Additional information received from the healthcare professional (hcp) of a clinical study reported that the device diagnosis was abnormal battery depletion. The clinical diagnosis was increased leg pain. The outcome was resolved without sequelae. Interventions included reprogramming the device. The patient reported 1/4 battery power and increased leg pain. The etiology was reported as possibly related to the device or therapy and not related to the implant procedure. The patient reported 10 days after implanted their leg pain increased. The implantable neurostimulator (ins) reported that the battery depleted to 1/4 full. Relevant medical history included: spinal pain

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.